Event description:
The customer contacted baxter's technical service center and reported, she pulled the spike out of the supply bag during the initial drain. The home patient (hp) disconnected from the homechoice prior to calling. Product surveillance contacted the hp on (B)(6) 2010. The hp stated, she accidently disconnected the supply bag during therapy, but does not recall any other details of the incident. No patient injury or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.